Event description:
It was reported the pt had not used stimulation in over a yr because no longer had pain. Reportedly, the pt had soreness at the ipg site and desired the scs system removed. Surgical intervention was undertaken (B)(6) 2014 and the scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.